Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to read the screen. There was no reported impact on the customer¿s blood glucose level. Customer switched to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent. Customer was instructed on putting the pump into storage mode and to return the problematic pump using a prepaid label within ten days, which they acknowledged.